Event description:
The reporter called regarding zimmer biomed knee prosthesis. The reporter mentioned the device was implanted due to fall. The prosthesis is a knee prosthesis which is locking up and is loose. The reporter is having pain and swelling. Also, the reporter found out online that cobalt cement used in the implant is recalled.